Manufacturer narrative:
The reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A relationship, if any, between the subject device and the reported event could not be determined. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Manufacturer narrative:
H3,h6:the reported device, used in treatment, was received for evaluation. A visual inspection was performed on the product and no issue was observed. There was a relationship found between the returned device and the reported incident. Product failed functional testing with handpiece sensor fault. Cause of sensor fault is a defective electronic component. The complaint was confirmed and the root cause has been determined to be a defective electronic component. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue.

Event description:
It was reported that during an acl procedure, when the device was connected to the console, it displayed a hand-piece sensor error. A delay of greater than thirty minutes was presented due to device condition. The procedure was completed with an unknown competitor device. Patient injuries were not reported.